Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have experienced high blood glucose of 550 mg/dl, which was treated with a bolus delivery. After troubleshooting, it was found that customer had a bent cannula. Infusion sets were sent to customer. No further information provided.